Event description:
Home pt's family member called the baxter technical service line due to the tubing of the homechoice set getting twisted while the pt was sleeping. Family member noted they disconnected the homechoice tubing from the transfer set to untwist and reconnected to finish treatment. Rn noted that rn has reviewed proper procedure with the family member and provided some suggestions to the family member to keep the tubing in place while the pt sleeps. Per rn, no pt injury or medical intervention was associated with this incident.